Manufacturer narrative:
H.6 investigation summary: one actual sample was received by our quality team for evaluation. Upon visual inspection, brown embedded foreign matter was observed on the inner wall of the syringe at two locations; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The brown foreign matter was sent for the microscope fourier transform infrared spectroscopy (ftir) test to determine the foreign matter type. Based on the investigation, the type of foreign matter could not be identified but it showed few peaks like that of syringe material, polypropylene. The probable root cause of the embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. Current control is that there is a yearly preventive maintenance to clean the injection screw. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ll precise experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: odd brown residue appears to be in the plastic molding itself. When pulled the plunger tried to ¿clean¿ off the substance was found to be inside the plastic itself. Unknown what substance is, however concern re contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll precise experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: odd brown residue appears to be in the plastic molding itself. When pulled the plunger tried to ¿clean¿ off the substance was found to be inside the plastic itself. Unknown what substance is, however concern recontamination.